Event description:
It was reported that cadd extension sets, extension lines are occluding. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact, no physical damage present that could have cause the failure mode reported. The customer reported problem was not verified/duplicated. During the test, no occluded samples were found, and the water flowed without problem. The complaint was not confirmed. The root cause of the reported problem was unknown. No corrective actions were taken since the complaint was not confirmed. The lot was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. The samples units were received with its original packaging and did not present any damage. During the functional test, no occluded samples were found, and the water flowed without problem. The complaint is not confirmed. The root cause of the reported issue was not able to be determined. No corrective actions were taken since the complaint was not confirmed. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.